Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes high thresh olds with high impedance (bipolar) and magnet loss of capture.